Event description:
Customer reports that he received a result of 83 mg/dl on his device while 2 pharmacy devices read 225mg/dl and 230mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.